Manufacturer narrative:
External insulation abrasion was noted at 14.1-14.6cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 34.2-34.4cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 15.5-17.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed on the rv lead. The lead was explanted.